Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after multiple attempts to fill the same cartridge. There was no impact to the customer's blood glucose level. It was indicated that the customer would load a new cartridge.